Event description:
It was reported that during the implant procedure the lead had inconsistent sensing and high threshold in multiple places within the right atria. The lead was removed and a new lead used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. No anomalies were found.